Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.

Event description:
During a follow-up call on an unrelated issue, the customer stated that they acquired peritonitis. No additional details related to the peritonitis were available. The customer is no longer on peritoneal dialysis and is currently undergoing hemodialysis with no additional complications noted.

Manufacturer narrative:
(B)(4). This is a duplicate report of 1423500-2012-06947. Please refer to 1423500-2012-06947 for additional information regarding this peritonitis report.